Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm size and vessel morphology are unknown. It is reported that the device failed because it did not unsheath properly. Another device was placed. It is reported that there are no pt complications, however, the pt's status is unknown. No further info is available. The receipt of the returned device for eval is pending.